Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was separated the following information was received by the initial reporter with the following. It was reported: ¿pt was receiving chemo in line and he called out saying it was leaking. He got the port accessed at a xxx hospital. From my perspective it looked like the texium tubing end wasn¿t screwing into the port properly causing it to leak onto patients chest/abd.¿

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.